Event description:
It was reported that the anesthesia workstation generated alarms för high airway pressure. There was no patient harm. (B)(4).

Manufacturer narrative:
During testing at the hospital by our company fse, the reported issue with a parameter change from ongoing ventilation to end case and standby could not be reproduced. According to the received log, there are no recordings of any parameter changes to standby without a recording of end case button pressed and end case accepted during ongoing ventilation. Due to a technical error code indicating a faulty rotary encoder with switch on the panel, the rotary encoder was replaced by the fse. No part has been returned for investigation. The system was successfully tested and the anesthesia workstation was returned to clinical use. Based on the above, we are not able to confirm or determine the reported parameter change to end case and standby during ongoing ventilation.

Event description:
Manufacturer´s ref #: (B)(4).